Event description:
It was reported that during a failed cross attempt upon removal of the stent delivery system (sds) the stent dislodged in the coronary. A snare device was used to successfully remove the dislodged stent from the pt's anatomy.